Manufacturer narrative:
Added missing g3 - date received by mfg 10/7/2024.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 747 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea, difficulty walking and an altered mental status. The patient reports receiving a hazard application error from their controller during use. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as insulin. The patient was at the hospital for over 5 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
The returned device was evaluated and the case description, the user mentioned having high bgs and having frequent app errors. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the generation of personal diabetes manager (pdm) alarms on several days, one of which was not the date of occurrence. The engineering log files only contain details of the alarm on (B)(6) 2024, showing that an app error of error code 05-50000-00351-002 was generated. The engineering logs show that this error code was caused by an uncaught exception due to a null pointer exception. The exact cause of the null pointer exception and subsequent app error alarm could not be determined. No information about the other pdm alarms could be determined from the available logs. Inspection of the patient history buffer (phb) audit data showed that the automated glucose control (agc) algorithm was able to appropriately adapt the suggested basal insulin based on estimated glucose values (egvs) and user inputs. The algorithm was determined to have functioned as intended and the system was correctly delivering insulin with no issues.